Event description:
The customer reports that the system has poor image quality. There were some fluctuations in the contrast. No pt injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.